Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced power switching. There was no reported patient injury as a result of this event. The controller (B)(4) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed two critical battery alarms. The returned controller passed visual inspection and functional testing. The most probable root cause of the reported power switching' event is a communication error between the controller and batteries as a result of a combination of software deficiency, electronic inadequacy, and fretting corrosion on connector pins. Heartware has opened an internal investigation to evaluate these types of issues. Field safety notification, fsca apr2015a, has been taken to notify users of this issue. A follow-up field action will be taken to implement the software hvad pioneer smr (software maintenance release). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the batteries and controller were exhibiting abnormal behavior. The patient received two new batteries recently as a result of similar events occurring previously. The patient observed that a controller connected to a fully charged battery would beep to indicate that the battery was dead and then the battery would return to having a full or nearly-full charge. This incident was also observed when the controller was connected to a controller ac adapter. A controller exchange was performed. The controller was removed from service and the patient was issued a replacement device. The controller was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.